Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer was reported via e-mail received a battery error alarm. The customer's blood glucose was unknown at the time of incident. The customer was stated that they tried to insert new batteries but there were no icon on the insulin pump. The customer was also stated had high blood glucose due to the insulin pump was not delivering insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the off no power test. The insulin pump was monitored and tested with no failed battery test alarm. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.